Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump's buttons were difficult to press from three days ago. Customer's blood glucose level was unknown. Customer reported that this day the use of the reported insulin pump could not be continued because the button almost could not be pressed. There was no alternative plan because customer used only the insulin pump for a long time. The customer requested to resume the use of the insulin pump as soon as possible, so secondary support would be performed. The button did not respond and self test could not be performed. No further details given. Insulin pump will not be returned for analysis.